Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed loss of prime warnings due to low, non-zero force. A prime sequence and 24 hour duration test were successfully completed with no loss of prime warnings or duplicated alarms. The force sensor calibration was below specifications. The force sensor resistance measured within specifications. The pump was opened and no damage was observed to the internal components of the pump. Unrelated to the initial complaint, the display screen was dim.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.